Event description:
Attorney reported: on (B) (6) 2004 - pt underwent a ventral hernia repair with a bard composix e/x mesh patch ((B) (4), lot # 43fnd313). On (B) (6) 2005 - pt underwent surgery to repair a failure of the previously placed composix e/x mesh, including repair of part of the mesh that had curled away and adhered to the bowel. On (B) (6) 2005 - pt underwent explant of the composix e/x mesh. Patient has suffered and will continue to suffer physician pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.